Event description:
This case was initially received via regulatory authority ansm (reference number: (B)(4))on (B)(6) 2017. The most recent information was received on (B)(6) 2017. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("exhaustion: when she woke up, during the day with mandatory nap, at bedtime") in a (B)(6)-year-old female patient who had essure (batch no. (B)(4)) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to chemicals, gastritis, vaginal delivery, twin pregnancy, ligament operation, arthrodesis and uterine fibromyoma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), musculoskeletal pain ("musculoskeletal pain"), the first episode of arthralgia ("joint pain"), gallbladder pain ("gall bladder pain"), hepatic pain ("liver pain"), memory impairment ("memory disorders"), dysgraphia ("orthographic mistakes"), aphasia ("mistakes when choosing words to say"), nausea ("nausea"), the second episode of arthralgia ("hips pain"), sciatica ("left leg sciatica"), mood swings ("mood swings"), irritability ("excessive irritability") and abnormal weight gain ("weight gain of 15 kg"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fatigue, musculoskeletal pain, gallbladder pain, hepatic pain, memory impairment, dysgraphia, aphasia, nausea, the last episode of arthralgia, sciatica, mood swings, irritability and abnormal weight gain outcome was unknown. The reporter considered abnormal weight gain, aphasia, dysgraphia, fatigue, gallbladder pain, hepatic pain, irritability, memory impairment, mood swings, musculoskeletal pain, nausea, sciatica, the first episode of arthralgia and the second episode of arthralgia to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6) kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on (B)(6) 2017 for the following meddra preferred term: fatigue the analysis in the (B)(6) database revealed (B)(4) cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint . Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on (B)(6) 2017: device removal questionnaire received. Bilateral salpingectomy via laparoscopy was performed. Removal was performed for medical reasons. Main reason for removal: joint pain, muscle pain, fatigue and mood swings. Patient¿s date of birth, weight and height were provided. Her medical history was added. Essure was inserted on (B)(6) 2015 and removed on (B)(6) 2017. The reporter did not consider that essure caused or contributed to the occurrence of the events. Incident. At the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) (reference number: (B)(4)) on 24-nov-2017. The most recent information was received on 15-jan-2018. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("exhaustion: when she woke up, during the day with mandatory nap, at bedtime") in a (B)(6)-year-old female patient who had essure (batch no. C68789) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to chemicals, gastritis, gravida I, twin pregnancy, ligament repair, arthrodesis and uterine fibromyoma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), musculoskeletal pain ("musculoskeletal pain"), the first episode of arthralgia ("joint pain"), gallbladder pain ("gall bladder pain"), hepatic pain ("liver pain"), memory impairment ("memory disorders"), dysgraphia ("orthographic mistakes"), aphasia ("mistakes when choosing words to say"), nausea ("nausea"), the second episode of arthralgia ("hips pain"), sciatica ("left leg sciatica"), mood swings ("mood swings"), irritability ("excessive irritability") and abnormal weight gain ("weight gain of 15 kg"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fatigue, musculoskeletal pain, gallbladder pain, hepatic pain, memory impairment, dysgraphia, aphasia, nausea, the last episode of arthralgia, sciatica, mood swings, irritability and abnormal weight gain outcome was unknown. The reporter considered abnormal weight gain, aphasia, dysgraphia, fatigue, gallbladder pain, hepatic pain, irritability, memory impairment, mood swings, musculoskeletal pain, nausea, sciatica, the first episode of arthralgia and the second episode of arthralgia to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 15-jan-2018 for the following meddra preferred term: fatigue the analysis in the global safety database revealed 287 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 15-jan-2018: consumer did not respond to final follow-up attempt. No further information is expected. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This case was initially received via regulatory authority (B)(6) on 24-nov-2017. The most recent information was received on 29-dec-2017. This spontaneous case was reported by a consumer and describes the occurrence of fatigue ("exhaustion: when she woke up, during the day with mandatory nap, at bedtime") in a (B)(6) year-old female patient who had essure (batch no. C68789) inserted. The occurrence of additional non-serious events is detailed below. The patient's past medical history included allergy to chemicals, gastritis, vaginal delivery, twin pregnancy, ligament operation, arthrodesis and uterine fibromyoma. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced fatigue (seriousness criteria medically significant and intervention required), musculoskeletal pain ("musculoskeletal pain"), the first episode of arthralgia ("joint pain"), gallbladder pain ("gall bladder pain"), hepatic pain ("liver pain"), memory impairment ("memory disorders"), dysgraphia ("orthographic mistakes"), aphasia ("mistakes when choosing words to say"), nausea ("nausea"), the second episode of arthralgia ("hips pain"), sciatica ("left leg sciatica"), mood swings ("mood swings"), irritability ("excessive irritability") and abnormal weight gain ("weight gain of 15 kg"). The patient was treated with surgery (bilateral salpingectomy via laparoscopy). Essure was removed on (B)(6) 2017. At the time of the report, the fatigue, musculoskeletal pain, gallbladder pain, hepatic pain, memory impairment, dysgraphia, aphasia, nausea, the last episode of arthralgia, sciatica, mood swings, irritability and abnormal weight gain outcome was unknown. The reporter considered abnormal weight gain, aphasia, dysgraphia, fatigue, gallbladder pain, hepatic pain, irritability, memory impairment, mood swings, musculoskeletal pain, nausea, sciatica, the first episode of arthralgia and the second episode of arthralgia to be unrelated to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 31.9 kg/sqm. The list of similar cases contains essure reports received by bayer and older cases received by conceptus with similar events coded in meddra. In this particular case a search in the database was performed on 05-jan-2018 for the following meddra preferred term: fatigue. The analysis in the global safety database revealed 278 cases. Bayer is closely monitoring the benefit-risk profile of essure. A recent cumulative review of all available data on essure has not yielded any new safety signal with regard to this meddra pt. Quality-safety evaluation of ptc: unable to confirm complaint. Further company follow-up with the regulatory authority is not possible. Most recent follow-up information incorporated above includes: on 29-dec-2017: similar incident listing count attached and case updated accordingly.¿ incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.